Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial# (B)(6), implanted: (B)(6) 2025, product type: lead, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient has been informed about the nature of the issue and asked to schedule a visit with the neurosurgeon, however, surgical verification has not been scheduled yet.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that error codes 1098 and 1703 were observed on the percept patient programmer. When the device was interrogated it appeared that therapy was running. It was reviewed that these errors indicated out of range settings. Additional information was received reporting that following the error messages, the patient was seen by the neurologist and determined that the most probable cause was partial but significant mechanical damage to the dbs lead due to gradual displacement of the dbs lead - extension connection from the skull surface down to the neck region; likely being induced by normal repeated every day head and neck movements. During the visit, impedance measurements were repeatedly taken along with palpation on the lateral/lower neck region, over the subcutaneous course of the cables and over the connection - the results were changing and were generally: over 20000 - 30000 on the contact levels 2,1, and 0, with impedance at 1a marked as ¿high¿ or over 5000 at 2,1, 0 contacts at 1 ma current; in general the highest impedances were most often at contact 1a and the only unaffected contact was the contact number 3. Dbs therapy was set at the contact 3, with the observed antiparkinsonian effect on patient's symptoms. The patient was referred for an urgent neurosurgical consultation with recommendation of a possibly closest procedure of intraoperative impedance testing with/followed by replacement of the damaged parts (if needed).